Manufacturer narrative:
(B)(4). Concomitant medical product: articular surface fixed bearing, catalog #: 42522600712, lot #: 62996416; femur cemented ps, catalog #: 42500006602, lot #: 63043351; tibia cemented stemmed, catalog #: 42532007502, lot #: 63148761. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. A supplemental will be filed once the investigation is complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06380, 3007963827-2018-00198, 0002648920-2018-00807, 0002648920-2018-00808. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient started to experience swelling and limited range of motion affecting the patient's gait and balance.

Manufacturer narrative:
(B)(4). Concomitant medical products- palacos r 1x40 single, catalog #: 00111214001 lot #: 81784426, palacos r 1x40 single, catalog #: 00111314001 lot #: 81814426. Reported event was unable to be confirmed due to limited information received. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.